Event description:
It was reported that during testing at the manufacturer, the device operated automatically without user activation. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device. Device investigation also stated that the contact pins were burned.